Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for pt number 1. Results as follows: pt: number 1. Date: (B)(6) 2012, right hand inratio inr: 2.3. Left hand inratio inr: 3.0. Lab inr : 1.4. Venous samples were taken immediately after the finger-sticks were performed. Pt¿s therapeutic range is 2.0-3.0. No further info was provided.

Manufacturer narrative:
Pending investigation.